Event description:
It was reported that a portion of this cannula broke off during a procedure and had to be retrieved. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation findings: to date, the cannula has not been returned to conmed linvatec for further eval. A follow-up report will be sent upon completion of an investigation.